Event description:
The tech alleged the side rail is not latching up. No pt impact.

Manufacturer narrative:
The tech found the side rail end tube bushing and roller guide are missing. The tech replaced the side rail bushing and roller guide to resolve the issue.